Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was transported to the hospital via ems (emergency medical services) with hypoglycemia and seizure. The patient was at (B)(6) when bg (blood glucose) decreased to 50 mg/dl while wearing the pod. The patient was treated with glucagon. The patient was released within 4 hours. The pod was removed at the hospital and discarded.